Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump clock loses minute. Customer¿s blood glucose level was unknown. Customer reported that the during priming insulin pump did not alarm loudly. The insulin pump will be returned for analysis.